Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed critical levels. Technical support instructed the caller on several corrective actions, including disconnecting tubing, tightening connections, and delivering boluses to address the occlusion issue. The customer was advised to replace supplies as needed and continue using insulin.